Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this pacemaker displayed safety mode pre implant procedure. The device will be sent back for analysis. No patient involvement.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker displayed safety mode pre implant procedure. The device will be sent back for analysis. No patient involvement.